Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the indication for use was overactive bladder.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the healthcare professional (hcp) performed a stage ii snm case. During device switch on (an hour later), there was an out of tolerance impedance reading on all 4 e lectrodes. Customer reported this to manufacturer representative (rep) over the phone in which they came in a few hours later to investigate. Rep suspected that the lead was not fully inserted into the battery when secured with the screwdriver. The patient was brought back into theatre the same day and under local anesthesia, the pocket was opened, and they removed the lead from the battery, wiped the end of the lead and then fully inserted the lead into the battery. The screwdriver clicked a few times to indicate that the lead is secure inside the battery however, the lead was lose and was able to be pulled out of the battery with ease. This process was repeated and they made numerous attempts to unscrew and rescrew the screw with the screwdriver, but the lead would not secure. An impedance test was ran on the table, which produced out of tolerance readings again. Rep then opened a brand new battery to replace the faulty one with. The lead inserted ok and was fixated into the battery using the screwdriver, the screw clicked and the lead was given a tug to check that it was secure - and it was. The new battery was implanted into the patient's pocket site and the impedan ce test was ran - all 4 electrodes passed. Rep then saw the patient with the hcps, in recovery and successfully switched on. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.